Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during fill 3 of 5. There was nothing found during the troubleshooting that could have caused or contributed to the reported event. The technical service representative had the home patient close the transfer set and cycle the power. The home patient was to continue with a manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.